Manufacturer narrative:
A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. B3. The date received by manufacturer has been used for this field. This MDR is a result of having received confirmation of the product in question that shows that it is indeed a bd product.

Event description:
It was reported that bd nexiva package seal is compromised. The following information was provided by the initial reporter: black tape on packaging - is black paper tape that goes around the top sheet of the packaging, compromising the sterility as it is opened where the tape is.

Manufacturer narrative:
Corrections made to the e and f codes in the f tab. Investigation results: the complaint of black tape on the packaging was confirmed and the cause appeared to be packaging related. Three photographs and three 20g nexiva unit packages were provided for investigation. Black splice tape was observed across the external and internal surface of the top web on each unit package. The top web was not sealed to the bottom web flange where the splice tape was present. The tape prevented a proper seal. As the tape was introduced during the packaging process, the complaint was confirmed and the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No additional information.